Event description:
Customer reported that 3 sample barcodes were misread on the galileo. The customer had to void the entry in the lis and repeated the testing using another tube with the same barcode label to send to results to the lis.

Manufacturer narrative:
A service call was made. Performed ram test which failed. Installed new 14 lane bay and downloaded firmware. Performed ram test which passed. Verified bar code reader. Loaded multiple samples were read in multiple positions. All bar codes read without issue. Loaded reagents; all reagents read without error. System performing to specifications.